Manufacturer narrative:
E.4 initial reporter phone # (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: prior using the device, it was noted 2 particles in its inner, so material could not be used. There was no impact to patients. The pictures attached show 2 particles of dark color inside the tube.

Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, 200 retention samples from bd inventory were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm based on the photo provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: prior using the device, it was noted 2 particles in its inner, so material could not be used. There was no impact to patients. The pictures attached show 2 particles of dark color inside the tube.